Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Analysis was unable to perform the displacement test, occlusion test and delivery accuracy test due to missing retainer. Analysis was unable to verify delivery anomaly, bolus anomaly and basal anomaly due to missing retainer. The insulin pump also had missing reservoir tube o-ring, minor scratched display window, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump had delivery anomaly which caused a high blood glucose event. The customer¿s blood glucose was unknown. The insulin pump was returned for analysis.